Event description:
On (B)(6) 2021 the customer reported a questioned elevated il-6 (access il-6 assay, part number a16369, lot number 124662) patient result was generated on the customer's dxi (dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(4))). The customer reported the high access il-6 result was higher than competitor il-6 assay results. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample handling information including sample type, collection, handling and processing information such as storage and other sample related information was not provided by the customer. A beckman coulter laboratory support specialist (lss) was dispatched to assess assay and system performance.

Manufacturer narrative:
The full identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access il-6 assay was not returned for evaluation. There were no reports of system issues at the time of the event. No other assay issues were reported. No hardware errors or flags were reported in conjunction with the event. System performance indicators of calibration and quality were not provided for review. While onsite, the laboratory solutions specialist (lss) tested the patient sample on the roche platform and obtained results which were above the normal reference range. The lss communicated with the customer that the results on the roche platform were also considered positive results. The lss also noted that the results on the platform were rising, and that the beckman results were consistent with the other methodologies. In conclusion, the cause of this event cannot be determined with the available information.